Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The insulin pump was received with minor scratches on lcd window and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated that none of the buttons on the pump were responsive. Customer's blood glucose at the time of the incident was 300 mg/dl. Customer was not sure what lead up to the button becoming unresponsive. Customer stated that they had changed the battery due to having only one button. Customer stated that when they press the act button, the main menu comes up but none of the buttons on the pump are responsive. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan.